Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment for the hernia was not reported. The cause of the hernia was unknown. On an unreported date pd therapy was temporarily discontinued and hemodialysis was started ¿pending hernia repair¿. At the time of this report the outcome of the hernia event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.